Manufacturer narrative:
(B)(4). 510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter for a nephrology drain appeared to have a leak. The leak in the drainage catheter was noticed after it was placed into a patient. The location of the leak was reported as being further down from the connecter. As a result, a new drain was placed. Additional information has been requested from the customer but has not been received at the time of this report. The product is reportedly unavailable for return.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no indication that the device was manufactured out of specification and the device was not returned for investigation; however it is still possible that this failure is the result of manufacturing error. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. IFU t_multi_rev4 contains detailed instructions for use, with the following precautions: ¿warnings if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. Precautions these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. With the given information, contributing factors possibly include a manufacturing error and accidental damage during preparation, placement, or maintenance. It is possible that the device was manufactured incorrectly but this cannot be confirmed. Based on the information provided, no product returned and the results of our investigation, the possible root cause was determined to be manufacturing related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.